Manufacturer narrative:
(B)(4). Additional information received: the doctors agree that this event is a ¿use error¿ or at least not a device failure. However, they are back to competitor device as their stapler also has a curved tip on the reload for stapling the bronchus. This is simply not possible with the pvs. So they use the curved tip to maneuver carefully behind the bronchus and having the least chance of creating trauma.

Manufacturer narrative:
(B)(4) batch # unk we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Does the surgeon believe that the device malfunctioned in any way resulting in the bleeding of pulmonary artery? What part of the anvil does surgeon believe caused damage to artery? What was the emergency surgery required? Was it for issues in first procedure? What was the cause of death? Was an autopsy performed? If so, are the results available? Additional information received: did the surgeon confirm that the bleeding was caused by the echelon device? The bleeding was caused by the fact that the anvil of the echelon hit the pulmonary artery. So this problem is not related to an product failure. Did the patient suffer from connective tissue abnormalities like the marfan syndrome or others? The patient was not known with abnormalities or syndromes. Did they perform an autopsy? If yes, is it available for review? No, they did not perform an autopsy.

Event description:
It was reported that during a vats left upper lobectomy procedure, while positioning the anvil of the echelon behind the bronchus structure, the surgeon hit the pulmonary artery by accident with the anvil piece. This resulting in a major bleeding. The bleeding was controlled by compression and a lot of patience. After that process they use a hemostatic patch for extra support and resume the procedure. The echelon worked properly during the whole procedure. After the procedure was finished there was no air leakage observed. The next day, the patient underwent an emergency surgery. Unfortunately, the patient did not survive this procedure. Dr. Is a very experienced thoracic surgeon. He has been trained with echelon during his education period. Since he worked in the (B)(6) hospital he works with the endo-gia provided with the curved tip.